Event description:
A customer contacted baxter's technical service center, regarding a system error (se) 2240 alarm, on the home choice (hc) unit. The problem was noted during use, with the patient connected, in dwell 3 of 5. The home patient (hp) stated that she did not disconnect at any time. She has a nurse that comes in every day and sets up her machine for therapy. The technical service representative (tsr) instructed the hp to end therapy and start over with new supplies. The hp will just disconnect tonight and let her nurse handle everything when she comes in the morning. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.